Manufacturer narrative:
Evaluation codes: (B)(4). Initial reporter's phone number: (B)(6).

Event description:
On (B)(6) 2020 a patient (pt) in (B)(6) called to report a ¿hordeolum¿ ou while wearing the 1-day acuvue define with lacreon brand contact lenses. The pt went to a doctor who diagnosed the pt with ¿bacterial infection¿ and advised the event lasted a month. The pt reported the doctor provided another diagnosis, but the pt couldn¿t confirm if it was ¿conjunctivitis¿ or ¿keratitis¿. The pt was prescribed erythromycin eye ointment and the eyes are fine now. The pt refused to provide the medical report. The date of the event is reported as (B)(6) 2020. No additional medical information has been received. No additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 2448970109 was produced under normal conditions. The suspect os contact lens was discarded. No additional investigation can be conducted. This report is for the os event. A separate report will be filed for the od event. If any further relevant information is received, a supplemental report will be filed.